Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test, rewind test , basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit or any alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, battery out limit and damge. Customer's blood glucose at time of incident was 162 mg/dl. Customer tried to change battery and got another blank display. Customer stated that there are cracks around the battery cap. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.